Event description:
It was reported that the customer found a bulge underneath bulk material.

Manufacturer narrative:
Customer evaluated the unit. MFR's investigation is ongoing. If add'l info becomes available a follow-up report may be submitted. The reason for the serialization starting with 90xxx is to provide clarification following a chang e in stryker's electronic complaint systems.